Manufacturer narrative:
H4: the lot was manufactured between april 28, 2021 to april 29, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which showed fluid inside a bag that contained the sample which suggested leak may have occurred. The reported condition was verified.  Due to the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) 2.5 ml leaked which was contained within the sealed overpouch. The device was filled with fluorouracil 3840mg in sodium chloride 0.9% total volume 115 ml. The issue was identified at the hospital before use. There was no patient involvement. No additional information is available.